Event description:
As reported by the user facility: three sets were used over the past 2 weeks for iron infusion of a pregnant women in hematologist's office. Each time the pt experienced allergic reaction: coughing, difficulty breathing, chest tightness, and shortness of breath (sob). First incident: reaction occurred at end of infusion, 2nd incident: reaction occurred at beginning of infusion, 3rd incident: patient was pre-medicated with benadryl and IV solution of ns was infusing before the iron was added to the container, and pt developed same reaction. Pt has history of contact dermatitis, and shellfish allergy. Doctor has been consulted to find out cause of allergic reaction, she is looking into 3 areas: the dehp in the tubing, povidone iodine used for skin prep, and the IV catheter as possible sources of the allergic response. Additional information provided by the consulting physician indicated that the patient did not have an allergic reaction when a dehp free i.v. Set was used in conjunction with the povidone iodine skin prep and the i.v. Catheter. The patient suffered no additional adverse sequela associated with the reported incidents.

Manufacturer narrative:
The actual devices in the reported incidents were not returned to the manufacturer to be evaluated. Without the actual samples a thorough evaluation could not be performed. No specific conclusions can be drawn. It is to be noted that this product does contain dehp and is clearly stated on the blister packaging label of this product. There are no other reports of this nature against the reported p/n or lot of product.